Manufacturer narrative:
(B)(4). This report was confirmed in the lab to have a broken spike. The cause of this breakage was associated with the clean flash operation on the unit. The cause was determined to be assist device issue. A batch review cannot be done since the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
Baxter (B)(4) reported that the spike got damaged while disconnecting from the uv twin bag with clean flash. The set had been used for 119 days. There was no patient injury or medical intervention. No further information is available.